Event description:
The handpiece was returned to the MFR for service, and during the investigation, the device exceeded the maximum allowed temperature rise on the spindle housing. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences when this event occurred.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. A condition of the device overheating was found when the drill exceeded the maximum allowed temperature. Based on the investigation details, the likely cause was problems with the motor cartridge, rotor assembly, and bearings. Those parts were replaced along with the driveshaft and other components. Service will repair and return the device to the customer.